Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited non-sustained post-paced t-wave oversensing. Programming changes were expected, but not performed. The patient's status was unknown.

Manufacturer narrative:
Additional information: b5.

Event description:
New information indicates that programming changes were made. The patient's status was unknown.